Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent mechanism was replaced to resolve the reported issue. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the bag to vent switch was frozen, preventing the selection of mechanical ventilation. There was no report of patient involvement.